Event description:
A surgeon reported that during an intraocular lens (iol) implant procedure, the iol is delivered with front and back surfaces are reversed, which reduces the imaging quality a bit. The surgeon also stated that, takes the lens out of the shooter and implants it over a regular company cartridge. There was no patient impact reported. Additional information has been requested. There are two files associated with this report. This file is 1 of 2 files.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Based on the information provided by the customer, the event was related to user (hcp) handling. Company device is pre-loaded device. Dfu (direction for use) does not instruct to open the lens bay door of pre-loaded device for lens inspection. Hcp was advised to not use manual loading. In regards to the reported "iol wrong way around", possible cause was identified by site qa, opening device can result in lens flip. The manufacturer internal reference number is: (B)(4).